Event description:
It was reported by the customer that a pyxis medstation system had multiple issues. The unit nurse reported multiple failures, requires maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had multiple failures. The field service engineer removed the latch assembly and cleaned all contacts, re-crimped the wiring harness connectors, applied the conductive, grease, inspected the cables from the back of the station to the remote manager housing. The system functioned as intended after the field service engineer troubleshot the device.